Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted as the result of a retrospective review. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. The instrument was examined at corin UK and the reported failure mode was verified. As a result of feedback from the field, corin have now initiated a project to look at implementing a new thread design for these instruments. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
The thread on a trinity std introducer / impactor handle is broken.